Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One folder packet with two detached needles were received for analysis. The product code 8735h is double armed. During the initial inspection of the returned sample, it was noted that the needles were stuck in the folder with a wax. The swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification, and wax remnant was observed. In addition, the suture was not returned for evaluation; therefore, the cause of the reported event could not be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. H3 analysis: the product was returned to ethicon for evaluation. One open box with twenty-five unopened samples that pertains to product code 8735h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. There will return 1 actual products and 25 representative samples for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.